Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 1 patient sample tested for thyrotropin (tsh), free thyroxine (ft4 ii) and ft3 - free triiodothyronine (ft3 iii). The customer provided the patient sample for investigation. Of the data provided, erroneous ft4 ii and ft3 iii results were identified between the customer's e602 analyzer, an e 170 analyzer used at the investigation site and an e411 analyzer used at the investigation site. Erroneous results were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii erroneous results. Refer to the attached data for patient results. No adverse event occurred. The e 170 analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft3 iii reagent lot number used at the investigation site was 187432 with an expiration date of 07/2016. The serial number for the customer's e602 analyzer is not known. A specific root cause could not be identified. There was not enough sample volume left to complete the investigation.

Manufacturer narrative:
A new sample from the patient was submitted for investigation. During the investigation, it was confirmed that the sample contained an immunoglobulin that reacts with the reagent which affects the sample results. Interferences are documented in product labeling. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings.